Manufacturer narrative:
(B)(4).

Event description:
It was reported the syringe/needle connection was not secure during use on the patient. No patient harm reported. The patient's condition is reported as fine.

Event description:
It was reported the syringe/needle connection was not secure during use on the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned multiple components of a cvc kit for analysis. The arrow raulerson syringe (ars) and 18ga introducer needle will be analyzed as a part of this investigation. Signs of use were observed on the returned components. Visual inspection of the introducer needle and ars did not reveal any defects or anomalies. The tip of the ars syringe was compared to a lab inventory ars and no differences were noted. The connection between the returned syringe and needle was compared with another ars syringe and introducer needle from lab inventory. The returned ars syringe was tested with a lab inventory needle, and the returned needle was tested with a lab inventory ars syringe. The returned needle appears to be fitting slightly loosely on both the returned syringe and the lab inventory syringe. The hub of the needle was tested with the male luer gauge and was within the specified range. This indicates that the luer was conforming per iso 80369-7. The ars and needle involved with this complaint was sent to the wyomissing facility for additional testing and ftir and swm/eds analysis. Ftir and swm/eds analysis revealed a build-up of silicone lubricant on the surface of the ars tip and the needle hub. A device history record review was performed, and no relevant findings were identified. The complaint of syringe/needle connection not secure was able to be confirmed by a complaint investigation of the returned samples. No issues were found with the dimensions of the returned ars and introducer needle. Based on the sample returned and the analysis of r & d, this issue falls within the scope of a previously opened CAPA. The CAPA is in the investigation phase and the root cause has not yet been determined. Teleflex will continue to monitor and trend on complaints of this nature.